Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v867753, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
About six months prior to report, the patient experienced a loss of therapeutic effect and bladder control. The patient had been reprogrammed a few months before and felt ¿a little better¿ after, but they had been noticing a return of symptoms. It was indicated the patient switched programs at the time of the call. As of the date of this report, it was stated the patient experienced a loss of therapeutic effect several weeks prior. The symptoms began when the patient laughed or sneezed. It was stated that now the patient just leaked ¿all the time." The patient was taking oral medications in conjunction to stop the symptoms. No physical trauma was noted. It was noted the patient had tried all four programs and was currently on program 1 at 4.0v. Increasing stimulation to 5.0v would cause discomfort and the patient would ¿double over¿ and have bad spasms. A constant, sharp pain in the pocket was noted. It was stated to have felt like the patient ¿just had surgery¿ and it was ¿tender to the touch.¿ the pain in the pocket subsided after a few minutes with the device being off. The patient also felt no stimulation sensation. Only when the patient was changing programs, would the patient feel a brief vibration in their legs. It was indicated to have felt like a ¿sucking¿ sensation, ¿sucking the urine back up.¿ it was noted that therapy had been turned off by accident. It was unclear when this occurred. It was further noted the patient was ¿going¿ every two minutes. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had stimulation in the pocket. The reporter stated the patient initially felt stimulation vaginally, but the stimulation shifted to the pocket and felt uncomfortable. It was noted that there were no known accident or incidents related to this complaint. It was noted the patient felt pocket stimulation since implant. It was noted that impedance measurements were normal. It was further noted that movement did not cause stimulation to change. The reporter stated the patient had been sitting prone and did not have to move to feel stimulation in the pocket. It was noted therapy had never been great for the patient. It was further noted the patient also had fibromyalgia and pain issues. The reporter stated that within a minute or two of the implantable neurostimulator (ins) being on, the vaginal stimulation sensation would fade and become too uncomfortable in the pocket. It was noted the patient kept stimulation on most of the time and had not used the patient programmer that often. It was noted the only program the patient could feel stimulation was around 2-2.5 v using the middle electrodes. It was further noted that without using the case, the manufacturing representative could not get the patient to feel stimulation vaginally unless the amplitude was around 3.5-4.0 v, which was not comfortable for the patient and was in their tailbone area. The reporter stated the patient also felt stimulation in their lower legs. It was noted the pocket felt soft to touch and could have possibly been swollen. Additional information received reported the patient met with their healthcare professional and a manufacturing representative and they confirmed they had fluid in the connection. It was noted the patient had trouble with stimulation adjustment and still did not have bladder control. It was further noted the patient typically got very little control. The reporter stated stimulation fades after stimulation was turned on.